Manufacturer narrative:
(B)(4). The implant was returned but the abutment location is unknown.

Event description:
It was reported that an unknown zimmer abutment had fractured. The fractured abutment damaged the integrated implant (tsvwb11) which resulted in the removal of the implant. The patient was grafted and sent home.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured abutment component, which was too badly damaged to be removed. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. The returned x-rays show the reported implant with various states of a restoration. No signs of fracture could be detected from these images. A root cause for the complaint could not be determined. The following sections have been updated: date of this report, contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.